Event description:
Mayfield modified skull clamp reportedly slipped on a pt and caused a skin laceration. Add'l info has been requested, but is not expected.

Manufacturer narrative:
To date, the device involve in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.